Manufacturer narrative:
One device was received for evaluation. Visual inspection found and verified the reported degraded downstream occlusion (dso) seal problem. The dso seal was replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had downstream occlusion seal degradation. There was no patient involvement., the event occurred before infusion.